Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, moderate black tissue was observed. The patient's stem, head and liner were revised to a restoration modular stem construct with a ceramic head and poly liner. Rep confirmed there are no allegations against the revised liner, and confirmed that no further information will be available.

Manufacturer narrative:
Reported event an event regarding disassociation and fretting involving a accolade stem was reported. The disassociation event was confirmed via medical review and the fretting event was confirmed via photographs. Method & results product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs note the following: the explanted device was noted to have biological material throughout the device and the trunnion is worn. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: no clinical or pmh, no revision op report, no lab or surgical pathology reports, no examination of explanted components. X-rays and specimen photos confirm the event description, but insufficient data is present to create a medical report. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: no clinical or pmh, no revision op report, no lab or surgical pathology reports, no examination of explanted components. X-rays and specimen photos confirm the event description, but insufficient data is present to create a medical report. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the head from the stem. Intra-operatively, moderate black tissue was observed. The patient's stem, head and liner were revised to a restoration modular stem construct with a ceramic head and poly liner. Rep confirmed there are no allegations against the revised liner, and confirmed that no further information will be available.